Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was doing well in recovery and able to get good coverage postoperatively. Ipg was collected and will be sent back.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 to 3 years ago prior to the date the manufacturer became aware. Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.